Event description:
It was reported that the technician loaded the intraocular lens and the back haptic was crimped upon delivery, which was attributed to a loading error. The lens was fully implanted. The surgeon loaded and implanted a replacement lens with optic in bag, and the patient is reported to be doing fine. It was stated that the incision was enlarged. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.